Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter array could not be undeployed to the nominal position and was difficult to withdraw into the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After ablation of one of the left pulmonary veins the catheter array could not be undeployed, to the nominal position despite fully advancing the deployment slider switch to the undeployed position. The procedure was able to be completed despite the catheter issue, but catheter was difficult to withdraw into the sheath afterwards. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.